Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.